Event description:
It was reported that the patient had a catheter break and went thru "bad withdrawal and it disrupts her life." Caller reported catheter has broken four times. Reporter stated that the healthcare provider (hcp) tried each time to securing the catheter better, yet it has broken off and just traveled up the spine. The patient notes having a difficult past with the 4 events. Whereas, in some events it was difficult for the hcp to retrieve the catheter. This report is referring to the third catheter break event. There was no further detail provided regarding this occurrence. The separate events are being reported in separate manufacturer report #s (please see # 3007566237-2013-01128). The device was used to deliver morphine. There was no further detail provided regarding this occurrence. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).